Event description:
The customer reported that the system intermittently would display an iris potentiometer error message and would not boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator. The system operates as intended.